Event description:
It was reported that the patient presented to the clinic experiencing presyncope. The right ventricular lead exhibited noise reversion episodes which resulted in pacing inhibition. The noise could not be reproduced with isometrics. On (B)(6) 2015 the lead was capped and replaced. The patient was noted to be stable after the procedure.

Manufacturer narrative:
(B)(4).